Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the keypad was peeling, but all of the buttons were normally responsive. Contamination was present underneath all of the keypad button contacts. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination present on the button contacts. This report is made based on results of investigation completed on (B)(6) 2015.